Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech isolated the issue to the brake caster not locking. He replaced the brake caster to repair the bed.